Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger not functioning properly) has been confirmed. Upon evaluation, the power brick connector was defective. The connector pins were recessed into the connector. The cause of the recessed pins is improper assembly at the supplier. A supplier corrective action has been issued. No adverse event resulted form the damaged power brick connector. The pt received a replacement battery charger.

Event description:
A (B)(6) female pt contacted zoll customer support to report that the charger was not functioning properly. The pt received a replacement charger/modem.